Event description:
It was reported that even after pressing the code, a code error appeared. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem. As a preventative measure, the dose cord connector was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.